Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log (ehl) identified error code 45639. Visual tests were performed and found a damaged downstream occlusion (dso) seal. Occlusion tester wasn't used. The reported problem was duplicated as the device showed 45639 error. The primary problem was a defective printed wiring assembly (pwa). The dso seal and pwa will be replaced to solve the problem.

Event description:
It was reported that the device exhibited ¿alarm 41639¿. There was unknown patient involvement.